Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was also received in with a protruded/loose drive support disk, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot and missing end cap sticker.

Event description:
The customer reported that the insulin pump alarmed button error and the drive support cap was sticking out. The blood glucose was 118mg/dl. Advised the caller to discontinue the use of the device and reverted to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.